Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 678 mg/dl. The customer complained of vomiting profusely. The customer stated that her blood glucose reading was 92 mg/dl on the morning of the event, but it rose to 678 mg/dl. She did not observe any significant events leading up to the hospitalization. She stated that she ate breakfast, went to work, got a sandwich for lunch, and took her insulin accordingly. When she got back to work, she stated that she did not feel well. She was treated with fluids and an insulin drip upon admission. She discontinued use upon arrival, stating that her body was not accepting the insulin from the device. She removed the insulin pump right before she left for the emergency room. She added that she had 2 previous occurrences of high blood glucose but did not recall the details. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.